Event description:
It was reported that a patient presented in clinic on (B)(6) 2022 with elevated capture thresholds on their right ventricular lead. The lead was capped and replaced that same day on (B)(6) 2022. There were no patient consequences.